Manufacturer narrative:
Product event summary: a proximal portion was received measuring 13.5 cm. Analysis was performed and no anomalies were found.

Event description:
An implantable cardiac defibrillator (ICD) system was returned from an unknown source with no information. Information identified in the manufacture¿s data base indicated the patient died approximately six months post implant of the ICD. A cause of death is not known.

Manufacturer narrative:
The devices associated with this adverse outcome were returned and the patient was identified as being deceased. At this time, no additional information is available. However, if additional information is subsequently received it would be processed and considered accordingly. Product ID d224trk, implanted: (B)(6) 2012; product ID 694765, implanted: (B)(6) 2003; product ID 419478, implanted: (B)(6) 2005. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.